Manufacturer narrative:
Boston scientific's technical services asked if the shock impedance test was performed when the device was outside of the pocket. Subsequently, the caller was disconnected and no additional information could be obtained. The representative name could not be identified from the boston scientific directory. The model#/sn# of the patient's implanted products could not be identified or confirmed. Attempts to gather additional information have been unsuccessful. The event will be reopened if additional information is received.

Event description:
Boston scientific received information that this local sales representative contacted technical services to report that this patient was presented to the ep lab for an lv lead revision (nonspecific allegation) procedure. The local sales representative informed technical services that when the lv lead was reconnected to the device, a > 2000 ohm impedance measurement was recorded. Additionally, a > 125 ohm shock impedance measurement was recorded.